Manufacturer narrative:
Analysis of the extension (serial #(B)(4)) found that the extension body conductor was broken. There was a coiled wire in the body. All conductors were broken 25 cm from the distal end. The proximal end of the extension was not received for analysis. The #1 conductor was broken 3 cm from the distal end. Analysis of the lead found that it had been cut through or segmented. Analysis of the anchor found no anomalies.

Event description:
It was reported that a patient's extension fractured at the proximal end near the connection to the implantable neurostimulator (ins). The extension was explanted on (B)(6) 2013. It was noted that the product issue did resolve. It was reported that there was no patient symptoms associated with this event and the patient was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: extension. Product ID: 3887-28, lot# l58534, implanted: (B)(6) 1999, product type: lead. Product ID: 7434-e, serial# (B)(6), implanted: (B)(6) 1999, product type: programmer. Patient product ID: neu_tlock_anchor, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.